Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014; 407458 lead, implanted: (B)(6) 2014.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead noted during atrial tachycardia (at)/atrial fibrillation (af) events. The lead remains in use. No patient complications have been reported as a result of this event.